Event description:
Patient had aspirated non-writing-end plug of ball-point pen. He was examined under anesthetic by pediatric surgeons using a hopkins-style bronchoscope. After sighting, attempts were made to grasp the plug with a telescopic grasping forceps designed for use with the hopkins bronchoscope and also purcheased form the same manufacturer. During an attempt, one of the hinged elements of the forcep broke off and became a second foreign body in patient's airway.the first foreign body was successfully removed.after multiple efforts to remove the broken forcep tip under fluoroscopy were unsuccessful, the patient was transferred to the intensive care unit for maintenance on a ventilator until further decisions could be made with other medical specialty consultants.